Event description:
It was reported that at a follow up appointment, a substantial decrease the battery longevity was observed. The physician scheduled a device replacement procedure to resolve the event. At this time, the device remains implanted and in-service. The patient was stable with no adverse consequences.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected and detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that at a follow up appointment, a substantial decrease the battery longevity was observed. The physician scheduled a device replacement procedure to resolve the event. At this time, the device remains implanted and in-service. The patient was stable with no adverse consequences. The device was subsequently explanted and replaced to resolve the event. The device has been received.